Event description:
In the initial facility report, it was stated the caregiver strapped the sling around the pt. In the process of moving the pt, the belt came undone and released the pt. The pt fell backwards over the wheelchair and onto the floor. The resident sustained a cut on her leg which required 26 stitches. A subsequent conversation with the facility administrator indicated the velcro belt came apart and the resident was lowered very quickly to the bed, and that the cut came from the rails of the bed.

Manufacturer narrative:
The device was examined and found without a functioning emergency lowering knob and with worn castors. The sling was reported to have a lot of fraying in the middle. The rope on one of the loop lock assemblies was badly frayed. The sling was a size large, which is arguably too small for a 350lb pt. There were inconsistencies in the reports from the customer. The first report indicated the belt detached and the resident fell over the wheelchair. The second statement indicated the velcro chest strap became undone, and the resident sustained a cut to the leg from the bed rails as she was being quickly lowered. The manufacturer believes the first statement to be the least consistent with their complaint experience and product knowledge. Neither the release of the chest strap nor the release of the loop/lock mechanism with the sling could cause the pt to fall over the wheelchair. The second statement is more consistent with the injuries sustained by the resident. It does, however, point out that the resident slid from the sling after being raised from the bed and that, therefore, it is doubtful that the sling and chest strap were applied correctly form the start. Also, from the reported condition of the sling and lifter, it appears there is material at the facility that is worn to the point of requiring replacement. This indicates the lifter operating and product care instructions have not been followed, as the manual specifically instructs users to inspect slings, cords, etc. For wear before each use and to immediately remove from use any slings, cords, etc. Found with wear. The manufacturer recommends lift operators be retrained to the opi and preventive maintenance schedule requirements.